Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011, the patient obtained the elevated blood glucose readings of 400 mg/dl to 450 mg/dl. The patient experienced the symptoms of excessive thirst, frequent urination and fatigue; ketones were negative. On (B)(6) 2011 at 12:00 pm, the patient obtained the pre-meal reading of 51 mg/dl. The patient administered self-treatment by eating lunch; she did not seek any medical attention or treatment. At 9:30 pm, the patient obtained the blood glucose reading of 561 mg/dl. Troubleshooting revealed the patient's technique was correct, the insulin was handled appropriately, the pump date/time was correct, the basal rate was programmed correctly, all other settings were correct, and the total basal and bolus doses delivered daily correctly and accurately matched the programmed doses. There was no evidence the pump was not accurately delivering insulin. However, as the patient experienced symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.